Event description:
This female patient with a history of hypercholesterolemia, hypertension, former smoker, previous ptca (2005), and unstable angina was admitted for coronary evaluation. She was currently taking asa, clopidogrel, nitrates, serum lipid lowering drugs, an beta-blockers. Angiography revealed a lesion within the bifurcation of the circumflex artery (lcx) and the obtuse marginal branch (om1). A 3.0 x 18mm cypher stent was deployed in the lcx. Post deployment, kissing balloons were performed in the lcx/om. The results were good and the patient was discharged in stable condition. It was reported that approximately 16 months post index procedure, the patient died at home following leg amputation. The cause of death is not conclusively known; however, acute myocardial infarction (ami) is suspected. No autopsy was performed.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.